Manufacturer narrative:
On 21 october 2016, the patient match department provided a planning review and commented as follows: our analysis of the myknee process of this case found no deviations from the standard procedures. Batch review performed on 03 november 2016. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon revised the insert and resurfaced the patella. The surgery was completed successfully. X-rays and explants are not available.